Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, all deployment steps were performed according to the instructions for use, but after clip deployment and removal of the device, hemostasis was not achieved. There were no difficulties reported during deployment or removal of the device. Hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device initially reported as perclose proglide. Corrected to starclose se. Evaluation summary: investigation of the returned device found that the device was fully clip deployed as reported. The clip was returned captured in the collapsed vessel locator wing and the garage leaf was bent. The bent garage leaf indicated the device most likely encountered resistance during thumb advancement. The internal examination found the control wire separated from the control barrel, the swage pin was damaged and the control wire was bent. The clip deployment and reported completion of all deployment steps is evidence as the vessel locators were opened during deployment of the thumb advancer and stayed open through clip deployment. The clip deployment is an indication that the wire controller was assembled correctly during manufacturing. Capture of the clip indicates the vessel locators were in the opened position and the wire controller assembly was intact during clip deployment. The detected separation of the control wire to barrel can be influenced by, but is not limited to, manufacturing and deployment in challenging anatomies; however, in this case no anatomical contributors were reported. To assure that all devices perform according to specifications, they are inspected by verification under microscopic magnification of the control wire to barrel attachment. Each device is functionally tested through wire manipulation and a tensile test is performed as part of starclose se lot acceptance testing. The test results for this lot were acceptable. Based on the analysis, inspection criteria and reported information, the cause of the control wire to barrel separation and subsequent failure to achieve hemostasis with this device appears to be related to the operation influences that damaged the garage leaves during use and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an attempt to use a starclose se device was made.